Event description:
The patient received her scs system, including a paddle lead, on (B)(6) 2011 for right lower extremity pain. The physician stated that the lead was difficult to position. It was reported that postoperative the patient experienced motor dysfunction of both legs. The physician took the patient back into surgery and explanted the system. It was reported that the patient had a hematoma at the lead site. The patient's symptoms resolved, and no further patient complications were reported. The explanted system was discarded by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.